Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024( 2 events), (B)(6) 2024( 2 events) (B)(6) 2024.the issue occurred with six similar types of infusion sets used for four hours. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-07871- device 3 of 6.